Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the esophagus during an upper digestive endoscopy with dilation procedure performed on (B)(6) 2025. During the procedure, the balloon was punctured. The procedure was completed with a second cre rx dilatation balloon. There were no patient complications reported as a result of this event.